Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that undergoing a left total knee arthroplasty the patient is now experiencing pain, swelling, as well as her leg is becoming purple. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. UDI: (B)(4). Concomitant medical products: vanguard tibial bearing, catalog #: 183642 lot #: 660990; vanguard interlok femoral, catalog #: 183128 lot #: j3893044; biomet cruciate tibial tray, catalog #: 141233 lot #: j3942053. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04184; 0001825034-2017-10863; 0001825034-2017-10864; 0001825034-2017-10866.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that undergoing a left total knee arthroplasty the patient is now experiencing pain, swelling, as well as her leg is becoming purple. Additional information received indicates that the patient's leg is no longer purple in color, but still continues to experience pain and swelling. It was further reported that the patient alleges experiencing foot drop, numbness/tingling on the top of the foot and up the outside of her leg, having to use crutches to ambulate for approximately five months, large bumps on the inside and outside of the knee, and a small blood clot. It was further reported that the foot drop has improved and the bumps on the inside and outside of the knee have now resided. Patient has been indicated for a revision procedure; however, no revision procedure has been reported to date.